Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) was confirmed. Upon investigation, the electrode belt trunk cable was cut, severing the cable's red (can h) wire. The root cause for the severed wire was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the electrode belt was unable to communicate with a monitor.